Event description:
Stapler fired one load and then difficult to load second staple load and then stapler would not fire. Product had patient contact but no patient harm. Manufacturer response for stapler echelon powered 60 std, (brand not provided) (per site reporter). Emailed rep but product is still at our facility and has not been picked up.